Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful therefore no evaluation could be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported issue was discovered after charging the batteries of the heart-lung machine (hlm). Per the manufacturer's distributor's engineer, the total nominal available capacity (tnac) is at a maximum value of 18 amp hours (ah), but upon running all the pumps maximum speed in battery mode, the tnac gradually decreases to 17 ah and then drops abruptly to 8 ah.

Event description:
It was reported that during the use of the device for a non-clinical activity, the unit displayed a "battery needs service, full battery back up not available" message. There was no patient involvement.